Event description:
It was reported that during a prostrate procedure, a "fiber card not working" message was received with two attempts to use the device. During the first attempt, "the fiber was coupled into the machine, fiber card inserted, card not readable message." For the second attempt, "the (first) fiber card was extracted and reinserted again until the 'click' was heard, same fault message on the screen." The physician performed a turp to complete the case. Reportedly, "no damage to the patient."